Event description:
It was reported that a flogard infusion pump had an unspecified failure. The specific issue was not reported. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. A review of the alarm log identified an occurrence of a safety / slide clamp assembly alarm, which was determined to confirm the reported condition. The cause of the safety / slide clamp assembly alarm was determined to be an out of calibration slide clamp assembly. To correct the condition, the slide clamp assembly was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.